Event description:
The customer reported that the c-arm would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced a fuse in a monitor. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.